Event description:
It was reported that the user experienced a dexcom g7 pairing failure to the ilet while the dexcom app continued to display glucose readings and the alarm history indicated ¿replace sensor now.¿ symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including verification of alarms and re-establishing the cgm connection by toggling the cgm selection and re-entering the sensor pairing code. Investigation of this case revealed that the issue was limited to communication and pairing between the cgm and the ilet, with the sensor itself producing readings in the native dexcom application, indicating a pairing or configuration issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was transient connectivity error resolved through troubleshooting.